Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no an anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an unknown delivery system was used. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer septal occluder was chosen for atrial septal defect (asd) procedure using an unknown delivery system. During the procedure, the right disc of the device did not reform to the normal shape. The physician retrieved the device and cancelled the procedure. There was no interaction with cardiac structures during deployment or angulation/kink noticed in the delivery system. The patient was reported as stable. There was no reported adverse consequences.